Event description:
It was reported that during the implant procedure, the device was found to be in backup vvi mode. Another device was implanted instead. The patient was in normal condition post-procedure.

Manufacturer narrative:
(B)(4). The reported reset was confirmed in the laboratory and was due to exposure to cold temperature.